Manufacturer narrative:
Date of report: 08/16/2018. Date received by manufacturer: 08/02/2018 correction: (international (B)(4)). The philips failure investigation engineer performed an evaluation of the oxygen valve solenoid assembly. Visual inspection of the oxygen valve solenoid assembly revealed no evidence of damage or contamination. The oxygen valve solenoid assembly was tested and no failures were identified.

Manufacturer narrative:
Patient information was requested from customer but was not provided. Phone number not provided by customer.

Event description:
The customer reported that while the device was being used on a patient, the v60 ventilator generated the ¿check vent: oxygen device failed¿ alarm in an ICU. The patient¿s spo2 level decreased. The reset button was pressed to stop the alarm but the alarm continued. After the v60 ventilator was turned off and rebooted, the patient condition and the v60 ventilator status stabilized. The patient¿s spo2 level decreased during the reported event and later stabilized when the ventilator was power cycled. The philips technician evaluated the ventilator and the customer reported issue was not duplicated.